Event description:
It was reported that the patient fell onto their buttocks, which caused the lead to migrate. The migration was confirmed by x-ray. The patient experienced pain in the buttocks and numbness and tingling. Revision surgery was performed on (B)(6), 2012 and the lead was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3778-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37744 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).